Event description:
Patient stated 2 days ago, patient switched to solis pump when time to change cassette & pump alarmed with red notifications for clamp issues. Patient checked line & didn't find any problems for that pump but it kept beeping so moved cassette to backup solis pump & it gave the same alarm initially. Somehow patient was able to get it to stop alarming with 2nd pump but after infusing for a few hours, patient noticed she was very pale. Patient was worried that she had not been infusing any medication even though there were no other alarms at time so patient moved cassette back to old legacy pump & has not experienced any issues since/symptoms resolved. Patient has not experienced any issues since switching back to legacy pump. Serial numbers unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. IV remodulin pt. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any medical intervention provided? No. Is the actual device available for investigation? Yes, upon pt return. Did we replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.